Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was capped due to a downward trend in bipolar pacing impedance and lower bipolar impedances than unipolar. It was further reported that the right ventricular lead was replaced for the "same reason" and for high thresholds. Both leads were capped and replaced. No patient complications have been reported as a result of this event.